Event description:
During a pulmonary vein isolation procedure for atrial fibrillation, an error occurred resulting in cancellation of the procedure. There was an error displayed on the dws when the catheter was connected in port 7 or 8; "unexpected error occurred. Application exited". The catheter and the cables were replaced twice. The amplifier and dws were restarted multiple times with no resolution. When the cable was connected to the catheter the issue continued. The procedure was then cancelled with no adverse patient consequences. Later, replacing the dws resolved the issue.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One ensite x display workstation was received for evaluation. Internal visual inspection showed that all cables were secure and without pinch, however the solid-state hard disk drive was removed prior to return. Power was applied and the dws passed the power-on-self-test (post), however a display error message occurred stating a luks (linux unified key setup) identified a hardware change occurred from the required boot table. The message states ¿to ensure no other external universal serial bus (usb¿s) are attached to this device and reboot. Hardware diagnostic testing for the memory was performed and was successful. Further testing was not able to be continued in the dws returned present state. The returned image identifies a clinical pop-up during a study, and potentially a sudden closure of the application, which confirms the reported symptom, but does not identify any specific cause, however it is potentially within the ssd that was removed prior to return. The reported event was able to be confirmed, however based on state of return further identification was not possible. Memory testing was successful. Based on the investigation, and information provided to abbott, the reported event was not able to be duplicated, and the root cause remains undetermined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.